Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01754. This report is being submitted as additional information. Approximate age of device ¿ 3 days. Manufacturer's investigation conclusion: the pump remains in use supporting the patient and was not available for evaluation. A correlation between the device and the reported hemolysis could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2018. It was reported that the patient's lactate dehydrogenase (ldh) level was elevated at 1149 u/l. A few days later the ldh level decreased to 660 u/l. The patient was asymptomatic and there was no clinical evidence of thrombus. No further information was provided.